Manufacturer narrative:
Product analysis the distal portion of the lead was returned, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. Concomitant products: 4269 lead implanted: (B)(6) 1995; cordis lead implanted: (B)(6) 1991. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high superior vena cava (svc) impedance. As well, there was high rv impedance and a spike in both coils and high pacing impedance. Initially, the lead was reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.